Manufacturer narrative:
The oad was returned without the protective tray or the original guide wire. The initial visual and tactile examination revealed that the driveshaft filars were deformed and overloaded 12cm distal to the lap weld extending distally 1.5cm. This type of overloading damage is an indication that the device had experienced some form of resistance while spinning; however, the etiology of the damage could not be determined. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the distal and proximal edges of the crown. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. The overloaded driveshaft section was removed and an in-house test wire was then back loaded through the remainder of the device. The control knob was able to traverse, but could not be seen moving at a 1:1 ratio with the crown. Further examination revealed that the output gear in the handle assembly was detached. There was no adhesive residue observed on the output gear or the securing tabs of the motor collar assembly. As the device was shipped back without a tray, it is likely that some form of impact during shipping caused the dislodgement. It should be noted that the nose cone and driveshaft in that area also revealed damage from some form of impact, possibly from being shipped back without the product tray; however, this could not be confirmed. The output gear was replaced and functional evaluation was resumed. When tested, the device spun at low, medium, and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities. At the conclusion of the failure analysis investigation, the root cause of the spasm/embolism could not be determined. No product abnormalities were identified that would cause or contribute to the event. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a spasm or embolism occurred while using a csi orbital atherectomy device (oad). The target lesion was 15cm in length, 90% stenotic and was located in the distal anterior tibial (at) artery. The physician used a 6fr introducer sheath and a command es guide wire to access the lesion. The command es guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed two runs at low speed in the proximal segment of the lesion. The device was advanced distally, but the physician was unable to cross the distal segment of the lesion. The device was removed and angiography revealed a spasm/embolism just distal to the proximal segment. Balloon angioplasty was performed, but was unsuccessful in crossing the lesion. Angiography revealed that the spasm/embolism still remained, so nitro and cardene were administered. The spasm/embolism still remained and further intervention was aborted. Additional information was requested, but was unable to be obtained.